Event description:
Initial info received from a physician via a sales representative on(B)(6) 2010: a (B)(6) old pt was treated with an unspecified dose of poly-l-lactic acid [sculptra] (lot# and expiration date not provided) on an unspecified date about a year ago for the treatment of facial fat loss. On an unspecified date, the pt developed a granuloma form. The pt will see the physician next week to start treatment of this area. Concomitant medication and medical history were not provided. No further relevant info reported.

Manufacturer narrative:
Device qc performed. On (B)(6) 2010.